Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having instability in the shoulder, the surgeon went in and exchanged the insert.